Manufacturer narrative:
Device code should have been positioning problem (B)(4) and not fracture (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that a drg implant on (B)(6) 2019 was extended 2 hours due to difficulty placing a lead. Physician pulled the lead out and completed the implant successfully with a different lead. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.